Event description:
It was reported that the patient experienced inadequate stimulation after a fall. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.